Event description:
It was reported that a patient underwent a cardiovascular procedure on (B)(6) 2022 and suture was used. During the procedure, the device broke, it is not specified which portion broke. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint number: (B)(4). (B)(4). Device not returned. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please clarify what is the specific issue with the device during this procedure? Did the needle break? Did the suture break? Did the suture detached from the needle? How many sutures detached from the needle during this procedure? How many sutures brake during this procedure? How many needles break during the procedure? Was there any patient consequence or injury? What medical/surgical intervention was provided? What is the condition of the patient? What tissue/location was suturing when pull off occurred? Were there any unexpected outcomes or complications as a result of this suture needle pull off event? Device return status/follow up? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent related to: 2210968-2022-00571, 2210968-2022-00572.